Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-01169. During a permanent implant, some fluid came back through the needle being used for loss of resistance. It is unknown if this was csf fluid or not. However, the patient did not complain of any csf leak symptoms. Patient was complaining of central back pain while the lead was being placed. X-rays were taken once the lead was placed, which the physician elected to remove and reposition at a lever higher for better coverage. After the case, the patient had movement of her lower extremities, no complaints of lower extremity pain or decreased sensation.